Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation showed the device has a crack at the middle of the device. Crack runs front the edge to the middle hole at the front of the device. The back of the device shows dents around it. Based off the information provided, the most likely cause is user apply mechanical forces.

Event description:
It was reported after a procedure the ar-603-a208 was discovered cracked in the middle. Case went according to plan without incident. Additional information 6/15/2021 it was reported after a tka procedure the ar-603-a208 was discovered cracked in the middle on articular side. Case went according to plan without incident.